Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during centrifugation with a bd vacutainer® sst¿ blood collection tubes blood leakage occurred. There was no report of patient impact.the following information was provided by the initial reporter, translated from chinese to english:blood leaks during centrifugation, causing biological contamination.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode topper creepout. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during centrifugation with a bd vacutainer® sst¿ blood collection tubes blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: blood leaks during centrifugation, causing biological contamination.